Event description:
It was reported that there were non-sustained and heart rate non-sustained tachycardia episodes that appeared to have noise on the ventricular electrogram. It was also reported that the noise could not be reproduced on the electrogram in the clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.